Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Clarification was received from the customer that the original result was actually > 10000 with a data flag. A specific root cause could not be identified based on the provided data. Quality controls and calibration were within specification. No reagent issue was identified. Analyzer performance checks were within specification. It was noted the customer was not following the tube manufacturer's recommendation for tube centrifugation which may have contributed to a preanalytic issue for the sample. A temporary instrument issue could not be excluded.

Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result for one patient sample. The initial testing was manually ordered using the accession number from the patient's comprehensive chemistry testing. The initial result was <10000 miu/ml with a data flag. The customer relabeled the tube with the accession number for the hcg order and repeated testing. The repeat result was 2958 miu/ml and was reported outside of the laboratory. The customer learned the patient was pregnant with twins, so she repeated the sample. The result was <10000 miu/ml. The sample automatically repeated and the result was 82944 miu/ml. The customer stated the doctor was not aware of the result of 2958 miu/ml and the patient was released. The result of 82944 miu/ml was reported outside of the laboratory as the correct result. There was no adverse event. The hcg reagent lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He checked the sample probe, reagent probe and sipper probe alignments. He ran performance testing which passed within specifications.